Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "off by one hour". The customer did not report how the pump time became inaccurate. Tandem technical support guided the customer through adjusting the pump time to be accurate. There was no reported impact to customer's blood glucose level.